Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2008 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the false hardware icon on the screen. A field service engineer (fse) reviewed the inventory, noted a tower door failure, and reset it. Diagnostics were performed, and the system was verified to be operating normally. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, drawer was failed. The customer had attempted recovery and rebooted the station. However, the issue persisted. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.